Manufacturer narrative:
Additional information: b5: describe event or problem:it was reported that a spectrum iq infusion pump over infused levophed during infusion in the emergency room. There was no patient harm as the nurse immediately stopped the pump. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused levophed. This occurred during an unspecified process step . There was no report of patient injury or medical intervention associated with this event. No additional information is available.